Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 12mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.